Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: evaluation of the returned promus stent delivery system (sds) noted blood visible in the guide wire lumen, consistent with the sds advanced over a guide wire. The stent implant was loose on the balloon and the full length of the stent implant was mangled. The balloon had relaxed folds. The proximal balloon taper was wrinkled with crimp marks between the markers suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The outer diameter measurements of the stent implant could not be taken due to the damage. Factors which may contribute to resistance with a guiding catheter include, but are not limited to, manufacturing, damage to the stent, damage to the guiding catheter, or procedural technique. It is possible the sds was not properly supported during advancement in the guiding catheter, resulting in the reported resistance as the sds interacted with guiding catheter. Further manipulation as the sds was pushed against resistance would have resulted in the noted stent damage and balloon bunching. Additional handling of the sds and stent during packaging, handling and return to abbott vascular for analysis may have contributed to the stent becoming loose on the balloon as there was no damage noted to the stent prior to use which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. Analysis noted there was peeling on the balloon at the proximal balloon seal for a length of 1 mm which was not initially reported with the incident information. The balloon peeling appears to be the result of the procedure circumstances, as there was no report of any damage to the balloon during visual inspection or preparation of the product prior to the procedure. Although balloon peeling or shredding is occasionally seen on manufacturing production lines, it is more likely that the balloon peeling occurred during an interaction with the guiding catheter. To help ensure that the balloon shredding is not a result of a manufacturing deficiency, all sds are visually inspected for balloon shredding. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. A conclusive cause for the reported difficulties could not be determined. This type of reported event will continue to be monitored. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all sds are 100% checked for damage and crimped stent profile. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Event description:
It was reported that the procedure was to treat a moderately tortuous and mildly calcified lesion in the proximal to mid diagonal artery with two drug-eluting stents. During the procedure, an additional guide wire was used to protect the lateral branch of the circumflex, and a 2.5 x 20 balloon was advanced to the lesion, keeping the guide wire in the main branch. A non-abbott stent was implanted in the mid diagonal. While attempting to direct stent with the second stent (2.75 x 08 rx promus), resistance was met with the guiding catheter, and the system was removed from the guide wire. After removal, it was observed that the stent struts were flared. It was noted that the guide wires were not intertwined. Another 2.75 x 08 rx promus was used to complete the procedure. No adverse patient effects were reported. No additional information was provided. During return device analysis, the stent implant was observed to be loose and the balloon material was observed to be peeling.